Event description:
The clinical report indicates the access port was explanted and replaced due to access port leakage. Subsequently, the band was explanted due to the infection that appeared after a second access port replacement. Refer to MDR # 2024601-2005-00664 (inamed reference # 2087080) for information concerning second access port replacement involving same pt.